Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('1.~perforation (fallopian tube(s) pictures show coils were protruding from 1 tube') and pelvic pain ('pelvic pain/ pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure conformation test". The patient's medical history included nabothian cyst, vaginal haemorrhage, menorrhagia, post-traumatic stress disorder, attention deficit/hyperactivity disorder, anxiety, fibromyalgia, dysfunctional uterine bleeding and stress urinary incontinence. Concurrent conditions included overweight, bipolar disorder, perineal pain, stress incontinence, abdominal pain, hepatic steatosis, weakness, groin pain, back pain, chronic cervicitis, streptococcal sore throat and vomiting. Concomitant products included brexpiprazole (rexulti), gabapentin, lamotrigine (lamictal) from 2011 to 2019, pregabalin (lyrica) from 2016 to 2018 and tramadol. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pain ("pain all over body"), 1 month 5 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding(general)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)/ / heavy and long period ( prolonged heavy periods )"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain ("back pain/ pain in my back"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), post-traumatic stress disorder ("chronic ptsd"), bipolar disorder ("bipolar disorder"), attention deficit/hyperactivity disorder ("20.~adhd ( attention deficit/hyperactivity disorder )") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, weight increased, bladder disorder, urinary tract disorder, alopecia, pain, post-traumatic stress disorder, bipolar disorder, attention deficit/hyperactivity disorder and anxiety outcome was unknown, the pelvic pain, back pain and fibromyalgia had resolved and the abdominal pain and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, attention deficit/hyperactivity disorder, back pain, bipolar disorder, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, pain, pelvic pain, post-traumatic stress disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. In current fu insertion date on (B)(6) 2010, removal date- on (B)(6) 2017. Current weight 1761bs. Approximate weight at the time of essure placement 140 lbs. Insertion date as per pfs: on (B)(6) 2010. Removal date as per pfs: (on b)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Pathology test - on (B)(6) 2017: cervix: cervical transition zone with mild chronic cervicitis. Endocervix with nabothian cysts. Ectocervical component not present. Negative for dysplasia or malignancy. Uterus: proliferative-type endometrium. Adenomyosis. Essure coils present at bilateral cornu. Negative for hyperplasia or malignancy. Fallopian tube right and left: essure coil present. Peritubal/ adventitial hemorrhage (mild). Tubal lumen negative for significant alteration. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, fibromyalgia. Amendment: the report was amended for the following reason: upon receiving follow-up information via email, it was confirmed that case (B)(4) is a duplicate of case (B)(4). Hence all the information from the case (B)(4) is transferred to this case and is marked for deletion. New events added :perforation (fallopian tube, anxiety, bladder problems or changes, urinary problems or changes, hair loss, pain all over body, chronic ptsd ,bipolar disorder, adhd ( attention deficit/hyperactivity disorder ). Products and reporters information were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding(general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure conformation test". Concomitant products included lamotrigine (lamictal) from 2011 to 2019 and pregabalin (lyrica) from 2016 to 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and fibromyalgia had resolved, the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown and the back pain, abdominal pain and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received- new event dyspareunia (painful sexual intercourse), abnormal bleeding(general), abnormal bleeding(vaginal), abnormal bleeding(menorrhagia) and dysmenorrhea(cramping) ,fatigue, weight gain and she did not underwent essure conformation test were added . Reporter information was added. Outcome of the event pelvic pain and fibromyalgia were updated from not recovered to recovered. Concomitant drug was added. On 22-nov-2019: fu 1 and 2 processed together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.